Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4)

Event description:
(B)(4). It was reported that during a stenting treatment procedure, the patient developed hypotension. The 90% stenosed and 20mm long target lesion was located in the ostium of the left internal carotid artery with a reference vessel diameter of 5.5mm. It was treated with deployment of a filterwire ez embolic protection system and placement of a 8x21, 5f, 135cm, monorail carotid wallstent followed by post dilation resulting in 10% residual stenosis. It was reported that during the index procedure, the patient developed hypotension. It was treated with medication and resolved without residual effects the same day. The patient was discharged 4 days later. It is the opinion of the physician that the relationship between the event and the carotid wallstent is "highly probable".